Event description:
Through follow-up, the surgeon provided the following additional information. Reportedly, the stent positioning did not result in adverse event, and the patient was being monitored with stable prognosis.

Manufacturer narrative:
MFR# reference: 19400.

Manufacturer narrative:
Date of (implant) surgery estimated as the actual date was not provided in the initial report. The device remains implanted, therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent surgery. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. The IFU states that the istent trabecular micro-bypass stent is indicated for use in conjunction with cataract surgery for the reduction of intraocular pressure (iop) in adult patients with mild to moderate open-angle glaucoma currently treated with ocular hypotensive medication. (B)(4).

Event description:
The doctor reported that a patient requested a second opinion after undergoing cataract plus trabecular micro-bypass stent procedure sometime in the beginning of 2018. Upon examination, the second opinion doctor noted that patient does not have glaucoma (with normal/healthy optic nerve cup-to-disc). Through gonioscopy, the doctor observed that the stent was malpositioned- placed in the ciliary body band (cbb) and not into the trabecular meshwork (tm). Additional information is being requested.